Event description:
Per the clinic the device was explanted on (B)(6) 2021, due to loss of electrode function, intermittent function and short circuits on the electrode. The patient was reimplanted with another cochlear device during the same surgery.